Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: unknown, implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient got a battery replacement the day of the call and they patient had a shocky feeling from their shoulder to their finger tip with uncontrollable shaking. Technical services inquired if the patient had a programmer and the nurse went to check. They said that the patient's therapy was on and in group a. The patient's wife changed to group b and the symptoms appeared to have been relieved. The original caller called back stating that they thought the symptoms were relieved, but a few minutes later the issue happened again. The caller requested to have the rep come out. There were no further complications reported.